Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer was treated for the low blood glucose with juice. The customer was assisted with programming their insulin pump. The pump works as designed. The customer was sent a new belt clip. No further assistance needed.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.